Event description:
Procedure date is unk. It was reported to boston scientific corp on (B)(6) 2009 that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure. According to the complainant, the feeding tube became discolored one month after placement and started to be blocked two months after placement then a gap was found between the tube and y-adapter three months after placement. The procedure was completed with a different device (unk device/MFR). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good". Additional info stated the gap was covered with tape. The pt was still able to be fed with the device since the nutrition could advance by pressing the tube.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).